Event description:
Pt was revised to address loosening and subsidence of the tibial tray.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported device loosening and subsidence. Provided information stated the subsidence was in part due to bad patient bone quality. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.